Manufacturer narrative:
Eight collection cassettes with tubing assemblies were returned in a cardboard box without the original packaging. All assemblies looked used and are dirty with particulates. Debris are visible in the aspirating tubing. Some of the salt solutions have leaked out of the bottles included in the box. Three cassettes containing small amount of fluid were drained and it was poured onto a 0.45 micron filter. All three filters were examined under a microscope. Particles and what looks like organic material are visible all over the surface of the filters. As reported, no white particles were found. Due to the returned conditions, we are unable to determine the source and origin if the particles. The customer also indicated that the packs were used with our bl3170 handpieces. The handpieces were previously reported under MFR report # 0001920664-2017-00059, 0001920664-2017-00060, 0001920664-2017-00061, 0001920664-2017-00062.

Event description:
A report was received from a user facility in the (B)(4) indicating that the surgeon noticed small white fragments at the beginning of phaco but did not see from which ports they exited into the eye. The surgeon has commented that the fragments looked like ¿old lens (cataract)¿. There was no report of injury or consequences to the patient.